Manufacturer narrative:
(B)(4).

Event description:
See first issue with this kit reported on MDR 1036844-2014-00182. It was reported the catheter was being placed into the patient's neck in the operating room. During insertion, the physician had an issue when trying to advance the dilator over the wire that the tip of the dilator became bunched up. As a result, another kit was opened and placed successfully. There was a delay in treatment with no patient harm and no patient death or complications reported.